Event description:
The customer reported via phone call that he noticed a bent cannula on his previous sensor. Three to four months ago the customer had a high blood glucose level of 400 mg/dl because the sensor had a bent cannula. The customer also had issues with his sensor and blood glucose readings. His blood glucose level was 192 mg/dl but his sensor glucose reading was 284 mg/dl. The sensor and blood glucose difference was not within an acceptable range. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.